Manufacturer narrative:
The bse replaced the mc pcba at the bench service center. Following the part replacement, the bse completed a performance verification test (pvt) which the device passed. The device was confirmed to have returned to full functionality and will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device turned off unexpectedly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device turned off and the screen went blank. The customer biomedical engineer (bme) requested the device be serviced at a bench service center because the bme was unfamiliar with the v60 ventilator. The customer was provided with the bench service center form. On (B)(6) 2025, a bench service engineer (bse) evaluated the device, running it for several different time periods, the longest being overnight. The bse was unable to duplicate the alleged alarm and shut down issue during the test-runs. The bse checked the device's diagnostic report (drpt) and confirmed the occurrence of a 1009 diagnostic code for 1009 (vent-inop): pressure regulation high alarm. This alarm, which is a vent-inop, would cause the device to shut down so the initial shutdown allegation was confirmed. The bse determined a replacement motor controller (mc) printed circuit board assembly (pcba) is required. This investigation is ongoing.